Manufacturer narrative:
(B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. DHR not attempted/cpmpleted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2015, while treating a subtrochanteric fracture, the locking mechanism of trochanteric fixation nail advance would not advance. When removing the insertion handle to complete the surgery, the cannulated connecting screw would not disengage from the nail. The surgeon made multiple attempts to remove the screw using a t-handle ball hex screwdriver. During this process the ball broke off and was retrieved. The handle was unable to be removed from the nail. The surgeon proceeded to remove all implantable devices (helical blade was damaged in removal) and a second set was used to complete the surgery. There was a surgical delay of approximately 20 minutes. The surgery was successfully completed with no harm to the patient. This report is 4 of 5 for (B)(4).

Manufacturer narrative:
Device history record review: manufacturing site: (B)(4)- manufacturing date: march 26, 2015 . No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation summary was performed - the ball on the ball-hex screwdriver has broken off cleanly at the point where it transitions to the shaft. The ball was also returned with the shaft. The ball and the screwdriver shaft appear otherwise undamaged. The tip of the ball-hex screwdriver (part 03.010.517) broke off due to the high torque applied when attempting to remove the connecting screw. After many attempts to loosen the connecting screw with a screwdriver and wrench in the test lab, the returned nail assembly eventually detached from the insertion handle. The investigation revealed the locking mechanism in the nail was seated too high into the nail, causing it to bind to the connecting screw. The connecting screw appears to have been tightened into the tfna locking mechanism. When the surgeon attempted to disconnect the insertion handle at the conclusion of the procedure using the ball-hex screwdriver, the connecting screw failed to loosen. The connecting screw was so tightly bound that the torque applied to the screwdriver caused the ball to break apart from the shaft. With no other option to remove the connecting screw, the surgeon had to take out the helical blade in order to remove the nail-insertion assembly and try again with a different set. The ball on the ball-hex screwdriver has broken off cleanly at the point where it transitions to the shaft. The ball was also returned with the shaft. The ball and the screwdriver shaft appear otherwise undamaged. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.